Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred. Additionally, it was reported a cartridge did not fit onto the pump. Reportedly, an o-ring was on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.